Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff did not close the urethra completely. No patient complications were reported.